Manufacturer narrative:
Analysis did not identify any device malfunctions. The device was received with high output settings. Review of the device data found that autocapture feature had been enabled. When automatic settings such as autocapture are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing, which causes changes in the estimated longevity of the device. Electrical and environmental stress tests performed under nominal settings did not identify any anomalies. The battery voltage was above the elective replacement indicator (eri) level. No high current drain was detected from the device. Longevity assessment based on the device usage information found the battery depletion was normal. Premature battery depletion was not observed.

Event description:
It was reported that premature battery depletion was suspected on the device. Abbott technical support was contacted and premature battery depletion could not be confirmed based on review of device records. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.